Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they met with the patient on (B)(6) 2019, and now contacts 2,5,6,8,11,12,13,14 are all over 40,000. They added that contacts 4 and 7 are questionable. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3998, lot# va0bjg1, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: 3998, lot# va0bjg1, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: neu_silicone anchor, lot# unknown, product type: accessory; product ID: neu_silicone anchor, lot# unknown. Product type: accessory; product ID: 3708260, serial# (B)(4), product type: extension; product ID: 3708260, serial# (B)(4), product type: extension. Analysis of the implantable neurostimulator, found no anomaly. Analysis of the leads with lot numbers va0bjg1 found that one had conductors #4, #5, #6, and #7 broken 3.5 centimeters from the proximal end at the lead anchor site and #0, #3 conductors broken at the #0 electrode weldsite. The other had #0, 1, 2, 3, 4, 5 conductors broken at their respective electrode weldsites. Analysis of the extension with serial number (B)(4) found that all conductors were broken 3.5 centimeters from the proximal end. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b1. Event is reportable for adverse event and product problem. H6: patient code c76143 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-oct-14 reporting that during reprogramming they were able to capture the left side but not the right. The patient was scheduling a consult with their physician. The cause of the impedance issue was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was removed and returned for investigation. To note, the manufacturer did not have a record of receiving the device. The patient said the device was not working. The procedure date was on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Product ID: 3998, lot# va0bjg1, product type: lead; product ID: 3998, lot# va0bjg1, product type: lead; product ID: neu_siliconeanchor, lot# unknown, product type: accessory; product ID: neu_siliconeanchor, lot# unknown, product type: accessory; product ID: 3708260, serial# (B)(4), product type: extension; product ID: 3708260, serial# (B)(4), product type: extension. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2019-jan-08 reported that the stimulator stopped working gradually after the patient had a car accident. The system was explanted. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in severe pain following a car accident. The rep checked impedances at 0.7 volts. Many were out of range. The rep re-ran impedances at 3 volts and out of range impedances were as follows: 0: 13; 1: 5, 12; 2: 5, 6, 8, 11, 13, 14; 3: 12, 13; 4: 13; 5: 1, 2, 6, 7, 8, 11, 12, 13, 14; and 6: 2, 5, 8, 11, 12, 13, 14. The rep was advised to generate a report to look at the impedance table to see what viable programming options were. The rep was going to see if there were programming options, and if not, surgical intervention may be required. No symptoms or further complications were reported.